Manufacturer narrative:
The device passed all the post sterile inspection checks. The cause of the retroperitoneal hemmorhage was not determined since product was not returned and insufficient clinical details provided.

Event description:
It was reported that a patient implanted with an impella cp had a retroperitoneal bleed. The bleed was treated with manual pressure, femstop, and transfusion of blood.